Manufacturer narrative:
Product investigation is in progress.

Event description:
They would break apart- tampon [device breakage]. Case narrative: consumer reported via social media that the tampon would break during insertion. No injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
They would break apart- tampon [device breakage]. Case narrative: consumer reported via social media that the tampon would break during insertion. No injury reported.